Manufacturer narrative:
Clinical review: there were no reported fresenius device or product issues during the call related to the reported hospitalization. The cause of the hospitalization is unknown despite multiple attempts to get additional information. Lack of sufficient information precludes a meaningful assessment about the reported hospitalization. However, currently there is no allegation or any indication that a any fresenius device(s) caused or contributed to a serious adverse patient outcome. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a drain line is blocked alarm. During the call the patient contact stated that they recently came back from the hospital. The treatment data recorded for (B)(6) 2019 was reviewed and there no evidence of a device malfunction or increased intra-peritoneal volume (iipv) event. Additional information was requested, however to date not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.